Event description:
Elderly female with 1-month history of gangrene of the left 4th and 5th toes. Attempted crossing of left superficial femoral artery (sfa) chronic total occlusion; v-14 wire inside a rubicon catheter inside the patient. The wire was stuck and as it was pulled back. Tip of the wire broke off being left behind in the patient. A second v-14 wire to continue to work on the patients leg, this wire as well got stuck. The wire had to pulled out with the catheter to avoid another tip of a wire being left behind. After the wire was assessed it was determined that the tip had not completely detached. The rubicon catheter also had some fraying which may have caused the wires to fray. "A v-14 wire was directed down the quick cross catheter. I exchanged the 035 quick cross catheter for an 014 rubicon catheter. Multiple attempts were made to cross into the true lumen where the vessel reach constituted. At 1 point the wire tip became stuck at the end of the rubicon catheter and sheared off in the distal left sfa chronic total occlusion. As there was no flow in this segment, I did not bother attempting to retrieve it. I attempted to use another 014 wire but could not cross into the true lumen. Once again, the distal tip of the wire became stuck at the end of the rubicon catheter. I then decided to pull both catheter and wire at the same time out through the sheath. The wire was frayed but intact".